Event description:
It was reported that during a diagnostic laparoscopic salpingo-oophorectomy procedure, while retrieving an ovary the pouch broke and a piece of the pouch fell off into the patient. That piece was retrieved from the patient. A second device was deployed and once the ovary was in the pouch the bag fell off of the arms of the device. The bag was retrieved. A third device was pulled and half of the pouch was torn and was hanging off of the arms of the device. A fourth device was used to complete the case with no patient consequence. The devices were discarded, but the account has the pieces of the devices that were retrieved from patient returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results of pouch (a and b) found that only the bags were received for analysis. Upon evaluation, the bags were noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is an attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The batch record was reviewed and no anomalies were noted during the manufacturing process.